Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. Lead dislodgement or migration was confirmed. The patient underwent lead re-positioning on (B)(6) 2020. The patient was discharged the following day in stable condition.